Event description:
A capd pt reported separation of the tubing from the connector of the peritoneal dialysis solution administration set. The pt clamped the catheter to prevent further leakage and replaced the connector. The pt was treated prophylactically with antibiotics.